Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Updated clinical narrative us: (additional information received from field representative) additional information received from the field representative that the patients condition worsened and became hypotensive and was in cardiogenic shock. The patient's oxygenation status was no longer adequate requiring escalation to veno-arterial extracorporeal membrane oxygenation (va-ECMO). Prior clinical narrative: an impella cp device was inserted via the right femoral artery in a 65 year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. The patient was additionally receiving vasopressors and inotropes for hemodynamic support. No additional patient history was reported. The impella cp device was successfully implanted. Following the intervention, the device migrated into the aorta. Attempts to reposition the device were unsuccessful. Given the patient's deteriorating clinical condition, continued mechanical circulatory support with an additional impella cp device was required. The impella cp device was exchanged for a second impella cp device. No pump performance metrics or purge solution information were reported.